Event description:
It was reported that this peritoneal dialysis (pd) patient reported experiencing belly aches prior to his pd treatment. The patient stated he was diagnosed with peritonitis and was completing manual exchanges with the antibiotics. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was experiencing unspecified pain on (B)(6) 2025 and diagnosed with peritonitis. A pd effluent culture was obtained on (B)(6) 2025. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2mg every 3 days and ip cefepime 2 mg daily (duration unknown). The cultures resulted positive for growth with gram-positive corynebacterium (no species provided). The white blood cell (wbc) count was 5,638 and the percentage of polymorphonuclear cells was 86%. The cause of the peritonitis is unknown. The patient was not hospitalized and did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not determined, corynebacterium belongs to the physiological flora of human skin and mucous membranes thus suggesting a breach in aseptic technique at some point during the patient¿s treatment. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient's peritonitis event.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: damaged/cracked top cover. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported experiencing belly aches prior to his pd treatment. The patient stated he was diagnosed with peritonitis and was completing manual exchanges with the antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing unspecified pain on (B)(6) 2025 and diagnosed with peritonitis. A pd effluent culture was obtained on (B)(6) 2025. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2mg every 3 days and ip cefepime 2mg daily (duration unknown). The cultures resulted positive for growth with gram-positive corynebacterium (no species provided). The white blood cell (wbc) count was 5,638 and the percentage of polymorphonuclear cells was 86%. The cause of the peritonitis is unknown. The patient was not hospitalized and did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery.